Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing percept with the device. No accident or trauma was reported.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has been scheduled but not taken place so far.

Event description:
The patient no longer had hearing perception with the left side device, the patient is bilaterally implanted. No accident or trauma was reported.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number (B)(4)). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient no longer had hearing perception with the left side device, the patient is bilaterally implanted. No accident or trauma was reported. The patient was re-implanted.